Manufacturer narrative:
For the pending event, the investigation did not identify a product problem. The cause of the event could not be determined. The customer's analyzer urisys 1100 analyzer international was received without the test strip tray. The meter was clean and showed no damages. The retention material of lot 41516500 was measured on a cobas u411 / urisys 1800 with native urine and a nitrite dilution series. The retention material of lot 41516500 was checked by visual reading with native urine and a nitrite- dilution series. Additionally, the customer urisys 1100 analyzer (B)(6) was measured with another strip lot #43065200 with native urine. The retention material and the customer urisys 1100 analyzer showed no false positive results and fulfilled the requirements.

Manufacturer narrative:
The investigation of the event is currently ongoing. Follow up actions for this event include: the customer adjusted the nitrite sensitivity of the analyzer and repeated testing with positive results. The retention material of lot 41516500 was visually tested with a nitrite dilution series and native urine and showed no abnormalities. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Questionable false negative nitrite results. Results were generated by a urisys 1100 analyzer. The event involved one patient sample. The patient's age was requested, but not provided. The patient's weight was requested, but not provided. The patient's gender was requested, but not provided. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.